Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6187595, medical device expiration date: 12/31/2017, device manufacture date: 07/05/2016; medical device lot #: 6124925, medical device expiration date: 10/31/2017, device manufacture date: 5/3/2016. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for clotting with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer¿ plastic blood collection tubes with k2edta, lavender conventional stopper, 6.0 ml draw, 13x100 mm was clotting. No injury or medical intervention.